Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured when it was raised to nominal pressure. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.